Event description:
The customer contact reported a tubing separation below the flush device, subsequently blood loss was noted. The monitoring kit was being used to deliver an unspecified concentration of heparinized saline through an umbilical artery catheter. After an unspecified length of time in use, it was reported the nurse touched the monitoring kit tubing and the tubing "fell out of the hard plastic connector." The nurse closed the stopcock that was connected to the umbilical artery catheter. A blood loss of less than 1 ml was reported. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.